Event description:
It was reported that the device caused an air introduction to the system. A watchdog hemostasis valve kit was selected for use. During the preparation, it was noted that the watchdog valve failed when attached to boston scientific cryo balloon. The irrigation port of the valve came loose which causing air introduction to the system. This did not impact the patient as it was not in the body at the time. No patient complications were reported post procedure.